Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that a second rv lead associated with this patient, was removed and replaced during the same procedure due to oversensing and suspected fracture.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: dtmb1d1 crtd; 5076-45 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.